Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21010. Follow-up identified the patient's infection started at the anchor site. It was clarified this is the same patient as reported in reference MFR. Report: 1627487-2015-21755. The patient's infection has healed.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21010. It was reported the patient ((B)(6)) was hospitalized for experiencing flu-like symptoms. Laboratory tests yielded elevated wcc and esr levels. Subsequently, the physician explanted the patient's leads. The physician cleansed the ipg pocket site and re-inserted the original ipg into the pocket. The patient has been given oral antibiotics and is reportedly feeling better.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.